Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The issue happened with no patient involvement. The root cause was determined to be a defective nebulizer valve due to the aging of the device. In consequence the defective part was replaced. There was no reported patient or user harm.

Event description:
Hamilton medical ag received the following event description: "when start up ventilator will automatically open nebulizer."

Event description:
Hamilton medical ag received the following event description: "when start up ventilator will automatically open nebulizer.".

Manufacturer narrative:
The nebulizer valve was replaced and software test was performed. The device is back in use.